Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A site representative reported an incomplete flap during lasik flap creation in a patient's left eye. The physician used a blade to separate the flap. The procedure was completed successfully and the patient is doing well.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to the treatment. Logfile review for the date of event shows no abnormalities that could have contributed to reported event. The treatments were completed to 100%, without error messages and break. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. (B)(4).